Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Data was provided for evaluation. The reported event of loss of connection was confirmed via data. The root cause was determined to be the transmitter and app were unable to establish a connection.